Event description:
During an arthroscopic repair, the physician was utilizing a magnum2 plus knotless implant and inserter handle. It was reported the implant was seated in the bone hole and, upon tensioning the sutures, all tension was lost. The physician attempted to salvage the implant by manually tensioning the sutures, however, this effort failed to remedy the issue. The implant was abandoned. A new bone hole was drilled and a new implant was placed successfully and arthroscopically.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age and gender were not available.